Event description:
Reported by the complainant as follows: a pt who was on the medical unit experienced rectal bleeding while fms was in place. Upon removal it was noted that the balloon was inflated to 65 cc. A colonoscopy was performed and the device was discontinued. The pt was moved to the critical care unit. (B) (6) reports she does not have any add'l info; she does not know the pt's name; and does not know the results of the colonoscopy. She states that this occurred approx one month ago; she is working with tm to get flexi-seal signal fms into the facility.

Manufacturer narrative:
(B) (4).